Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Maude report : sus voluntary event report ((B)(4)): during a total knee replacement (tkr) the plastic tibial trial insert broke in half. Both pieces were removed from surgical site. An x-ray was obtained, no evidence of any foreign body was noted. There was no harm to the patient. The remainder of the surgical procedure was concluded uneventfully.

Manufacturer narrative:
This complaint was found to be a duplicate and previously reported under MFR report # 0002249697-2017-00592.

Event description:
Maude report : sus voluntary event report ((B)(4)): during a total knee replacement (tkr) the plastic tibial trial insert broke in half. Both pieces were removed from surgical site. An x-ray was obtained, no evidence of any foreign body was noted. There was no harm to the patient. The remainder of the surgical procedure was concluded uneventfully.